Manufacturer narrative:
The silverspeed-14 guidewire was returned for analysis and the pushwire was found to be wavy on the proximal segment. The guidewire proximal solder appears to have been damaged. The guidewire outer coils were found to be stretched and damaged with the core wire intact. The guidewire distal tip was found to be wavy with the outer coils damaged. The guidewire distal solder tip appears to be missing. An unknown white residue (possibly saline) was found on the outer diameter (od) of the total length of the guide wire's distal segment. The guidewire od was measured at three locations and found to be within specification. No other anomalies were observed. Based on the device analysis and reported information, the customer¿s report of ¿damage out of package¿ could not be confirmed as the guidewire appears to have been used; therefore, the root cause could not be determined. The silverspeed-14 guidewire was found to be damaged. However, the cause for the damages could not be determined. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. All products are 100% inspected for damages and irregularities during manufacture. No corrective action is required at this time as the complaint could not be confirmed and the root cause could not be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the medtronic guidewire was found damaged when it was opened from packaging during preparation. The device was replaced with the guidewire by the same name. The inner and outer packaging was not damaged. The guidewire was found to be kinked on the distal end inside the beginning of the dispenser track. There was no evidence of tampering of package and there were no missing components. The guidewire will be returned. No other information was provided. No patient injury was reported as a result of the event as it was not used in the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.